Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendent display was flickering intermittently. It was found that the image acquisition system (ias) pendant display was malfunctioning due to the display flickering. The pendant needed replacement. There was no patient involvement.